Manufacturer narrative:
The investigation into the failure to explant per usual practice is on-going. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center placed an impella 5.5 to support, via the axillary graft, a younger postpartum patient suffering from cardiomyopathy. The team had the 5.5 support for over 13 days and then had difficulty at the explant. The patient had to undergo surgical procedure and placement of 2 viabahn stents to remove the pump. The team noted the arteriotomy had clamped down on the 5.5 motor.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The impella pump was returned with biomaterial adhered to it. The clinical report cited the patient's arteriotomy had clamped down around the pump. The root cause of the difficulty with explant was patient condition. The failure mode will be monitored and trended.